Event description:
The patient presented with vomiting. The patient was hospitalized several times due to the vomiting. The vomiting first presented after implant of the device. No other relevant information has been received to date.

Event description:
Further information was received from the physician noting that the patient's vomiting was due to an external factor and not related to the vagus nerve stimulator. The physician noted no changes were made to vagus nerve stimulator settings and the vomiting disappeared. No other relevant information has been received to date.